Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital. Surgeon name: dr. (B)(6). Date of initial surgery: (B)(6) 2018. Body part to which device was applied: lower extremity - tibia. Surgery description: correction. Patient information: 12 year old, male. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: "we received reports from the surgeon that the stopper stick of the cd unit is bent. The first surgery was on (B)(6). The doctor was found three weeks after the operation. We cannot ship to you because it is being used by patients." The complaint report form also indicates: the device failure had no adverse effects on patient. The initial surgery was completed with the device. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was not required. A medical intervention was not required. Copies of the operative report are not available. Copies of the x-ray images are not available. Patient current health condition: unknown. Distributor reference number: (B)(4). Manufacturer reference number: 2019020.

Manufacturer narrative:
Analysis of historical records: the device involved in this event has not been received by orthofix srl. Unfortunately, also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: the device involved in this event was not returned to orthofix srl. It was therefore not possible to perform the technical evaluation. Medical evaluation: the information made available on the case was sent to our medical evaluator. Please find below an extract of the medical evaluation: a 12 year old boy is having a tibial lengthening in japan. The operation was originally on (B)(6) 2018, which was 30 weeks ago. Unfortunately we know nothing about the current state of the patient and whether the goals of correction were achieved. However, at this stage all correction should be finished and consolidation should be taking place. Therefore the patient should come to no harm. The obvious thing in this case would be to replace the clicker unit with another one and carry on. The system of sub-distributors in japan perhaps makes this more difficult. I assume that the cd unit is still stable with the clicker button disengaged as shown? After all the standard cd unit without a clicker is stable without being locked. Final comments: the device involved in this event was not returned to orthofix srl. It was therefore not possible to perform the technical evaluation. Considering the information provided, it is not possible to draw any conclusion in regards to the complained device failure. Should further information is provided, orthofix srl will promptly re-open the investigation on the case. Orthofix srl continues monitoring the devices on the market.

Manufacturer narrative:
The device involved in this event has not yet been received by orthofix srl. Unfortunately also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. The device involved in this event has not been received by orthofix srl. The technical evaluation of the event is in progress. The information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the investigation are available. As soon as the results of the investigation become available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6); surgeon name: doctor (B)(6); date of initial surgery: (B)(6) 2018; body part to which device was applied: lower extremity - tibia; surgery description: correction; patient information: (B)(6), male; problem observed during: into treatment/post-operative; type of problem: device functional problem. Event description: "we received reports from the surgeon that the stopper stick of the cd unit is bent. The first surgery was (B)(6). The doctor was found three weeks after the operation. We cannot ship to you because it is being used by patients." The complaint report form also indicates: the device failure had no adverse effects on patient. The initial surgery was completed with the device. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was not required. A medical intervention was not required. Copies of the operative report are not available. Copies of the x-ray images are not available. Patient current health condition: unknown. (B)(4).